Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump stopped working and produced a constant beeping sound with an alarm for no disposable, pump wont run. After troubleshooting the placement of the cassette and with some delay in treatment, the patient reported not feeling well, but the infusion was able to proceed. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, device history review could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.